Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the cap of the tube was disconnected. Additional information received from the customer stated that the purple end where a syringe would fit in to provide feeding, was completely disconnected from the enteral feeding tubing. There was no patient harm reported.